Event description:
It was reported that the patient had ventricular tachycardia with implantable cardioverter defibrillator shock on (B)(6) 2026. The patient was started on lidocaine as an outpatient. No echocardiogram was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.